Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011. The fse performed troubleshooting, serviced the instrument and no dripping seen by fse. On (B)(6) 2011, customer reported to fse that leaking continued. The fse replaced the a/b assembly; however, leaking was still observed by fse. The fse examined instrument further and found the vacuum valve was not opening for the reagent probe. The fse took valve apart and cleaned. No further leaking observed by fse. Repair verified per established procedures. An MDR number: 2050012-2011-02516 was submitted in association with a leak on this instrument.

Event description:
A customer contacted beckman coulter inc. (Bec) and reported that they continued to get cuvettes failing water blank test and observed leaking from reagent probes. The issues were associated with the unicel dxc 600 pro synchron clinical system. A customer technical support (cts) generated a service request. No injury was reported on this issue.